Manufacturer narrative:
An engineer was dispatched and found that the wash heater was leaking. Wash heater and valves were replaced; new cv was (B)(6). No further information was provided by the customer. The issue was most likely due to a leaking wash heater. (B)(6). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2017 the customer reported inconsistent pth results with patient samples when run in duplicates. Tosoh requested the customer to run a precision study. On (B)(6) 2017 the customer reported a correlation of variation (cv) of (B)(6) (acceptable is <10%).

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from 20-may-2016 through 20-jun-2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-2: list of flags, page 7-15, states that <l occurs when the assay result was not accepted because it lies below the calibration area. Corrected data: suspect medical device: model number: aia-360. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.